Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing high impedance. Mother of patient reports that seizures have also worsened. Patient will be having chest x-ray, referred for lead revision and patient will be brought in to have device turned off. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that generator will be returned. The generator has not been received to date. No additional relevant information has been received to date.

Event description:
Generator product analysis performed. There were no performance, or any other type of adverse conditions found with device. No other relevant information has been received to date.

Event description:
The generator was received into product analysis. Product analysis is underway but not yet completed. No other relevant information has been received to date.

Event description:
Further information was received reporting that lead pin was re-inserted and high impedance was resolved. The lead was not replaced. The generator was replaced to prolong the time until the next surgery. No other relevant information has been received to date.

Event description:
Further information was received reporting that patient will be having replacement and possible lead revision. It was also reported that increased seizures occurred on (B)(6) 2022 and not (B)(6) 2022 as previously reported. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.